Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient identifier not available from the site. Patient weight not available from the site. Device manufacturing date is unavailable. Onsite investigation was preformed and the reported event could be replicated. Replacement of the monitor resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as the reported issue was replicated during testing. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the image on the surgeon monitor was shifted to the right and down approximately 1 inch, leaving a black bar in the empty space. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.